Manufacturer narrative:
We received an initial analysis report. The battery has been sent to their manufacture for analysis. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps had been performed accordingly. The final acceptance test proved the device functions to be as specified. Device interrogation revealed the battery status eos, detected on (B)(6) 2018, which confirms the clinical observation. The ICD was subjected to an electrical analysis showing the current consumption of the device to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the device was opened and the inner assembly was inspected. The visual inspection showed no anomalies. The battery voltage, as well as the overall current consumption of the electrical module, were directly measured confirming a normal current consumption as well as a depleted battery. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed an elevated heat dissipation. Next, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to the elevated internal self depletion. In conclusion, the device was implanted for 38 months. The analysis revealed an elevated internal self-depletion within the battery, which led to the clinical observation.

Manufacturer narrative:
We received an initial analysis report. The battery has been sent to their manufacture for analysis. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Device interrogation revealed the battery status eos, detected on (B)(6) 2018,which confirms the clinical observation. The ICD was subjected to an electrical analysis showing the current consumption of the device to be normal and as expected. However,an inconsistency of current consumption and battery voltage was noted. Therefore, the device was opened and the inner assembly was inspected. The visual inspection showed no anomalies. The battery voltage as well as the overall current consumption of the electrical module were directly measured confirming a normal current consumption as well as a depleted battery. The battery was sent to the manufacturer. The analysis is still in progress. This report will be updated as soon as the battery analysis is completed.

Event description:
Device went eri on hm (B)(6) 2018. On (B)(6) 2018 eos alert was received on home monitoring. On (B)(6) 2018 this device was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
Device went eri on hm (B)(6) 2018. On (B)(6) 2018 eos alert was received on home monitoring. On (B)(6) 18 this device was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated. Lm.